Event description:
The manufacturer received information alleging that on several occasions overnight the machine has reset itself, not alarmed any issue prior to this but beeped as it restarted and patient has woken gasping due to ventilator not actively blowing air. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.